Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('3 metal fragments'), pelvic pain ('pelvic pains / pain'), genital haemorrhage ('heavy bleeding') and salpingitis ('salpingitis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal discomfort ("discomfort"). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping") and dyspareunia ("pain during intercourse"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, salpingitis, abdominal discomfort, abdominal pain lower and dyspareunia outcome was unknown. The reporter considered abdominal discomfort, abdominal pain lower, device breakage, dyspareunia, genital haemorrhage, pelvic pain and salpingitis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: results: colis were properly placed. X-ray of pelvis and hip - on (B)(6) 2012: both coils were present in proper locations. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-apr-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('3 metal fragments'), pelvic pain ('pelvic pains / pain'), genital haemorrhage ('heavy bleeding') and salpingitis ('salpingitis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal discomfort ("discomfort"). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping") and dyspareunia ("pain during intercourse"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, salpingitis, abdominal discomfort, abdominal pain lower and dyspareunia outcome was unknown. The reporter considered abdominal discomfort, abdominal pain lower, device breakage, dyspareunia, genital haemorrhage, pelvic pain and salpingitis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: results: colis were properly placed.. X-ray of pelvis and hip - on (B)(6) 2012: both coils were present in proper locations. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 12-apr-2021: medical record received. Events added: 3 metal fragments, salpingitis. Reporters information and lab data were added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains / pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal discomfort ("discomfort"). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (bilateral salpingectomy in 2012 for removal of essure coils.). Essure was removed in 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal discomfort, abdominal pain lower and dyspareunia outcome was unknown. The reporter considered abdominal discomfort, abdominal pain lower, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: coils were properly placed. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.